Manufacturer narrative:
(B)(4). Batch # t92z8h. Investigation summary: the analysis results of the el5ml device found that it was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the grey and white feedbar connectors were found to be separated and 13 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, using the 5mm clip applier, the doctor tried firing several times on the cystic duct and no clip would come out. After attempting to fire a few more times, they then opened new clip applier and used that device instead. The procedure was not delayed due to the reported event and was successfully completed. No fragments were generated. There were no patient consequences reported.